Event description:
It was reported that occlusion alarms occurred. The customer changed the infusion set, cartridge, and resumed insulin. The customer visited the emergency room where their highest blood glucose level reached 330 mg/dl with high ketones. Ketone levels were identified as life threatening by health care provider. The customer received intravenous fluids of hydration and insulin. Customer was discharged later the same day with the issue resolved and no permanent damage.